Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that approximately 12 hours after a methotrexate infusion was set to run for 24 hours, the user noticed that the infusion bag was empty and that the pump had been running at 24 ml/hr instead of the expected 12 ml/hr. From the reported information there are no indications of serious injury to the patient or user as a result of this incident, however they had to increase the frequency of blood tests checks to ensure that renal function was ok.

Manufacturer narrative:
Patient's bsa = 1.75 m2. This investigation confirmed that a methotrexate infusion was started at a rate of 24.0426ml/h as programmed by the user. An internal inspection did not identify any ingress, damage or deficiencies. Functional testing was performed on the pcu and pump modules, and all results were within specification. The pcu and pump modules were subjected to continuous infusions for >100 hours which were completed failure free. The event log review indicated that a methotrexate infusion (850ml/110ml) was started via guardrails at 12:10:10, with a rate of 24.0426ml/h as configured by the user. At 12:10:51, the user programmed a basic infusion at 220ml/h with a vtbi of 110ml, duration of 30 minutes. At 12:41:01, the pump alarmed vtbi completed and kvo rate was started. Efforts to reprogram using guardrails were most likely unsuccessful as guardrails clinical advisory would have precluded initiating the infusion. (See below) using the pcu event log entries the infusions were replicated, and guardrail alerts / clinical advisories were generated during the setup of the methotrexate infusion, however the data set currently present on the pcu is not the one installed at the date / time of the reported issue, therefore it is not possible to confirm if any guardrail alerts would have been generated during the actual methotrexate infusion. The root cause of the customer¿s experience was not identified, however it most likely was user programming.

Event description:
The report suggests that approximately 12 hours after a high dose methotrexate infusion was set to run for 24 hours, the user noticed that the infusion bag was empty and that the pump had been running at 24 ml/h instead of the expected 12 ml/h. The nurse who programmed the original pump was "almost certain" she used the guard rail technology to ensure that no error was made, but when nurse unit manager and clinical educator tried to replicate programming the pump at 24 ml/hr on a different pump module, they were unable to replicate it. The clinician replaced the pump at the bedside and removed the pcu from circulation. The patient was not injured by the incident, although the frequency of blood tests to check renal function were increased. The clinicians were requesting a log review to determine if this was user error, or a problem with the pump. There were no additional details or information provided by the customer.